Manufacturer narrative:
Patient identifier, age and weight not made available from the site. Suspect part not returned to manufacturer for analysis.

Manufacturer narrative:
Partial patient info provided. Patient ID and age are unavailable from the site. The issue has not recurred during subsequent uses.

Event description:
A medtronic representative reported that, while in a spine procedure, the navigation system screen was unresponsive. A re-boot of the system restore normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.